Event description:
It was reported that an asymptomatic patient presented in hospital for unrelated reasons. The pulse generator exhibited backup vvi mode. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.